Manufacturer narrative:
Insulin pump received with intermittent button response due to partial unlocked j2/lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify communication anomaly due to buttons not responding.

Event description:
The customer reported via phone call insulin pump was not working right. The customer's blood glucose level was 221 mg/dl. The customer reported that they had to program the time/date on the pump and any time that customer pressed the "b" button it will always start at 110, and they cannot scroll from this amount down, and can only increase. The insulin pump will be returned for analysis.